Event description:
It was reported that pt experienced severe pain symptoms, couldn't urinate, and started going through withdrawal. The pt went to the emergency room to get catheterized. At this time, a contrast MRI was performed and the catheter was noted to have broke. The reporter noted that the "catheter line broke from t8 to sacrum and there [was] 13 cm of catheter that [was] still present in the pt's body". The drug in the pump was morphine. Concentration and daily dose were not reported. The reporter stated that when the drug was taken out of the pump at refill, "the drug color [was] yellowish". The pump and catheter were both replaced. No further outcome was reported. Add'l info has been requested, a f/u report will be submitted, if add'l info becomes available.

Manufacturer narrative:
Results: catheter.